Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture clarification: healthcare provider could not provide information, which serial number belongs to which side. Serial number: (B)(4)/lot: 1524398 serial number: (B)(4)/ lot: 1371241 were provided. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported rupture of left implant. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified an underweight device, an extended opening on the radius, and red particles. A visual and microscopic analysis were performed which identified a sharp opening on the radius and fold creases. A dimension measurement in the shell was performed which identified the shell thickness within the specification. Based on the device analysis, the final assessment is a sharp opening on the radius due to an unidentified tear opening.

Event description:
Physician reported rupture of left implant. The device was explanted.